Event description:
Caller reported a cartridge alarm occurring with their pump, indicating a malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, technical support decided to replace the pump with one that has updated software. Cts advised the caller on steps to take upon receiving the replacement, including putting the old pump into storage mode and returning it within ten days. The caller acknowledged the instructions, and the replacement pump was sent without the need for a signature upon delivery.